Event description:
It was reported there was an over infusion of magnesium sulfate on a preterm laboring patient. Per customer the "pump speeds went from slow to high without intervention from the nurse". Magnesium ordered and infusing at a rate of 2g/hr (50ml/hr) with a variable volume to be infused (vtbi) dependent on length of labor. Actual volume infused was unable to be determined; however, the clinician estimated 300-400 ml infused over an hour. The patient began vomiting, became hypotensive/lethargic and was difficult to arouse. Stat magnesium level was drawn with a critical level over 10mg. Magnesium was discontinued, zofran and phenylephrine were given to the patient. Patient monitored closely and "returned to baseline prior to delivery".

Manufacturer narrative:
Omit: concomitant med prod data, c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of over infusion of magnesium sulfate was not confirmed or observed in a review of the facility records. ¿ no devices were returned for laboratory testing; therefore, it was not possible to perform an internal, external inspection or laboratory testing. ¿ the customer provided an event date of 28 nov 2024. The event time was not reported. Since no device logs were returned for investigation a device log review could not be performed. ¿ the source pcu and pump module device logs were not returned for investigation; however, the customer provided an ¿all infusion detail report¿ between (B)(6)2024 6:19:31 am to (B)(6) 2024 7:54:24 am, the facility also provided the data set named eirmc (B)(6)2024 v12. ¿ all infusion detail reports do not contain keystroke programming and was not validated for log analysis purposes. O at 2:34:25 am the user entered, drug ID=unknown (mag sulfate l&d); drug amount=2mg/50ml; rate=50ml/hr; vtbi=50ml. O from 3:02:25 am to 3:10:17 am there were two (2) bottle side occlusion alarm. O at 3:34:41 am the infusion was completed and kvo started. O at 3:35:05 am the user programmed same parameters and started the infusion. O at 3:36:20 am the infusion was paused and restarted after 135 seconds. O at 3:55:39 am a patient side occlusion alarm occurred, and the user paused the infusion after 9 seconds. O at 7:47:37 am the user restarted the infusion. O at 7:54:24 am the user stopped the infusion. ¿ inspection and testing of the incident administration set could not be performed since it was not returned for investigation. Root cause: the information provided by the facility is insufficient to determine root cause, it is not possible to confirm the drug ID without the pcu event logs to perform the keypress replication and the information from the records provided by the facility did not show any malfunction or irregularities on the volume infused.

Event description:
It was reported there was an over infusion of magnesium sulfate on a preterm laboring patient. Per customer the "pump speeds went from slow to high without intervention from the nurse". Magnesium ordered and infusing at a rate of 2g/hr (50ml/hr) with a variable volume to be infused (vtbi) dependent on length of labor. Actual volume infused was unable to be determined; however, the clinician estimated 300-400 ml infused over an hour. The patient began vomiting, became hypotensive/lethargic and was difficult to arouse. Stat magnesium level was drawn with a critical level over 10mg. Magnesium was discontinued, zofran and phenylephrine were given to the patient. Patient monitored closely and "returned to baseline prior to delivery".

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.